Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump was alarming meter blood glucose now but it was currently over 400 mg/dl. Customer stated the device would not allow him to input blood glucose because it was high. Blood glucose lowered to 375 mg/dl and it still wouldn't allow him to enter blood glucose. Customer was advised to wait to calibrate the device. Customer's blood glucose rose over 500 mg/dl. Customer was advised how to properly calibrate the device. No further info reported.